Event description:
A physician treated a pt with collagen in 1998, in the upper and lower vermilion borders. On 2 december 1998, the pt presented with pain and tenderness at the treatment sites. The physician noted a grey-white discolored area at the upper vermilion border treatment site and a blue discolored area at the lower vermilion border treatment sites. On 3 december 1998, the physician noted crusting at the symptomatic areas, and prescribed topical bactroban. The physician believed the symptoms were related to a vaso-occlusion that resulted in a necrosis. In a recent follow-up report the physician indicated the pt has some residual hypopigmentation and texture change in upper lip. Though hardly noticeable, physician did feel this constituted residual scarring. No treatment was required other than topical antibiotics used at the time of the event to prevent secondary infection. This is being reported because the residual scarring, however slight, is considered permanent impairment.